Manufacturer narrative:
The results of this investigation confirmed both tabs of the trifecta gt valve holder were fractured. It is unknown how or when this damage occurred. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause valve holder damage was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a 21 mm trifecta gt valve was implanted. No internal/external damage to the packaging was observed and the valve was removed from the jar with the associated holder. After implanting the valve, black fragments suspected to be from the valve holder were found after cleaning the surgical instrument table. The valve remains implanted and the patient is stable.